Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritatins (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. Date of issue is an approximation. The reaction was located on the area covered by the sensor patch and was described as red, bumps, and dry/flaky skin. On (B)(6) 2016, patient was seen by a doctor regarding the skin irritation. No prescription treatment was required. At the time of contact, the patient was fine. No additional event or patient information was provided.